Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:device photograph(s) for the device related to the reported event of deflation reviewed on (B)(6) 2020. Visual analysis of the photographs identified a device has clear fluids inside the device. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.